Event description:
It was reported that the patient presented during an unrelated procedure. During the procedure, the atrial lead was accidentally dislodged. The atrial lead was discarded and replaced on (B)(6) 2023. The patient was in stable condition.